Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer 2.1 was jammed. The customer stated that this malfunction caused delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1- initial reporter addr 1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 was jammed. A field service engineer conducted tests using the hardware test application, confirming that all drawers were opening, and all sensors were functioning properly. Removed the back panel and the back of half-height matrix drawers 2-1 and 2-2 to check for obstructions. Verified that the drawers were functioning properly after these checks. The system functioned as intended after the field service engineer repaired the device.